Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they had retention if the stimulation was set too high and incontinence if the stimulation was set too low. The patient reported that they have gone through 6 programs and they still had this issue. The patient stated that they went to the emergency room because they did not go to the bathroom for 5 hours and then they were incontinent. The patient stated that they did not like the handset and communicator and noted that they wanted to use the older programmer. Patient services reviewed the option of continuing to adjust program settings to optimize the therapy and the patient was redirected to their health care professional (hcp) to address their symptoms and to talk about changing from the handset to the 3037. The patient stated that they had multiple sclerosis (ms) and other health conditions. (Neither of which were alleged to be related to the device/therapy.)